Event description:
Multiple attempts were made to flush through buff cap on end of extension set (with various from same lot number) and were unable. Had to change buff cap and able to flush and infuse ivf. (B)(4). FDA safety report ID# (B)(4).